Event description:
It was reported by service report that the nurse call cable is frayed/cut. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable damaged.